Manufacturer narrative:
Date sent: 07/09/2008. Info not available, device not returned for analysis.

Event description:
It was reported that during a esophagectomy, the tissue pad was torn off. Another device was used to complete the case. There was no consequence to the patient.